Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stimulation. It was reported that the caller reported that the pt does not think the device is working because they have had utis over the past 6-7 months and was hospitalized in (B)(6) 2022 for it. The caller reported that the pt has been off and on with antibiotics and their pcp is talking about placing a catheter as ultrasounds have shown the bladder is not emptying completely. The caller thinks that the patient has a pt programmer somewhere, but does not feel comfortable trying to use it. They are looking for an hcp and rep to help them check the device. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included the caller mentioned that the patient recently had the pacemaker replaced (see 605397574). The caller also asked about MRI eligibility because the pt had some back pain and needed an MRI at one point but could not have it due to the pacemaker, but now they have an MRI pacemaker.

Manufacturer narrative:
Date of event is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.